Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. Customer¿s blood glucose was 357 mg/dl, 419 mg/dl, 127 mg/dl, 81 mg/dl, 84 mg/dl, 353 mg/dl. The customer treated with the insulin pump and manual injection for high blood glucose. Troubleshooting was declined for high blood glucose level and performed for bent cannula. The insulin pump and infusion set will not be returned for analysis.